Manufacturer narrative:
The technician checked the bed and found that the cover for side rail latch was bent. The technician replaced the side rail cover to resolve the issue.

Event description:
The account alleged that the side rail would not latch. No patient impact.